Manufacturer narrative:
Per the tandem user guide: "the infusion set must be replaced and rotated every 48¿72 hours, or more often if needed". Per tandem¿s user guide: insulin should be at room temperature before filling cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported, that intermittent occlusion alarms occurred. A systems check was performed with tandem technical support, and no issues were identified. However, the customer reported, using cold insulin and using the infusion set for longer than the recommended period. Tandem technical support informed customer, that cold insulin and using the infusion set longer is off label, per the tandem user guide. The customer changed pump supplies to address issue. There was no reported adverse impact to the customer¿s blood glucose level.